Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter and veracross connect access solution for faradrive was selected for use. The procedure was successfully completed. Post-ablation, while awakening from anesthesia, the patient became agitated and active, subsequently developing a large left groin hematoma. Ultrasound imaging revealed a large pseudoaneurysm at the vascular access site, which was deemed unsuitable for thrombin injection. The patient's anticoagulation was reversed with two units of fresh frozen plasma (ffp). The access site complication was managed surgically with a successful repair of the left femoral artery, including placement of a prevena wound therapy system and a jackson-pratt (jp) drain. Medications administered included ketorolac, morphine, and oxycodone as needed, along with one unit of packed red blood cells (prbcs) for a hemoglobin level of 7.3. The patient was admitted for medical management from (B)(6) 2025. The farawave catheter used in the procedure is not available for return. It remains unclear whether the access site complication occurred on the same side as the bostdevice insertion.

Manufacturer narrative:
Correction: added e0511: perforation of vessels code. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter and veracross connect access solution for faradrive was selected for use. The procedure was successfully completed. Post-ablation, while awakening from anesthesia, the patient became agitated and active, subsequently developing a large left groin hematoma. Ultrasound imaging revealed a large pseudoaneurysm at the vascular access site, which was deemed unsuitable for thrombin injection. The patient's anticoagulation was reversed with two units of fresh frozen plasma (ffp). The access site complication was managed surgically with a successful repair of the left femoral artery, including placement of a prevena wound therapy system and a jackson-pratt (jp) drain. Medications administered included ketorolac, morphine, and oxycodone as needed, along with one unit of packed red blood cells (prbcs) for a hemoglobin level of 7.3. The patient was admitted for medical management from (B)(6) 2025. The farawave catheter used in the procedure is not available for return. It remains unclear whether the access site complication occurred on the same side as the bostdevice insertion.